Event description:
Pt had MRI of the lower spine l1-l5 and s1 done yesterday. Pt's abdomen started getting warmer and warmer. She pressed the bulb in the machine but thhe technician never attended to her. She kept yelling until the technician attended to her. The technician found out that where the bulb meets the cord has separated. Pt had x-ray done and found metal in her body from a gall bladder surgery. Pt went to the ER and blood was found in her colon. Pt wants to know if the blood in her colon is due to the MRI malfunction.